Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after approximately three struts of a vascular stent had been deployed in the sfa, the outer catheter broke and the deployment trigger became unresponsive. As the entire stent system was withdrawn, the partially deployed stent became stuck in the introducer sheath; therefore, the sheath was removed simultaneously with stent delivery system. Another vascular stent was successfully deployed. No patient injury was reported.